Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas stating the pump did not dose correctly and therefore, the patient discontinued the use of the pump. The infusion set reportedly was replaced every 3 days. The patient denied leakage of insulin and the insulin was replaced. It was noted when the patient borrowed another pump and was programmed the same way as the pump in question by the diabetes nurse the problems disappeared. There was no adverse associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the black box revealed on 07/05/2015 at 00:10, ¿a replace cartridge¿ alarm was emitted; deliveries resumed on 07/06/ 2015 at 09:01. The pump was exercised for 24 hours with no errors, alarms or warnings. A 10 unit normal bolus and a 10unit audio bolus were successfully delivered and accurately recorded in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy test and was delivering within required range and delivering accurately. The reported complaint was unable to be duplicated during investigation. The returned battery cap and returned cartridge cap was used to complete testing.